Event description:
Report received of an overdelivery of bumex. The pump was programmed in the concurrent mode to deliver 1000ml of normal saline at 10ml/hr on the primary line and 50ml of normal saline with 3mg of bumex at 10ml/hr on the secondary line. The bumex was initiated at 7:50 pm. Reportedly, at 8:40 pm, the pump gave an audible alarm and displayed the message "air in line". At this time, the secondary line was found to have completely infused. The bumex infused in 50 minutes instead of the intended 5 hours. The primary solution was infusing as programmed. There was no reported patient harm and the patient was reported as "fine". Though requested, there was no further information available.